Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited high threshold measurements and was unable to be implanted. It was also noted that the helix was jammed after several attempts were made to implant it. In addition, there was tissue found on the helix. Subsequently a new lead of the same model was successfully implanted. This rv lead has not been returned for analysis. No adverse patient effects were reported. Additional information was received that the helix was spun more than 30 times. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 - conclusion code.

Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited high threshold measurements and was unable to be implanted. It was also noted that the helix was jammed after several attempts were made to implant it. In addition, there was tissue found on the helix. Subsequently a new lead of the same model was successfully implanted. This rv lead has not been returned for analysis. No adverse patient effects were reported. Additional information was received that the helix was spun more than 30 times. No adverse patient effects were reported.